Event description:
Patient reported left side "problems with the prostheses." Later, physician reported "pain and recurrent seroma" and "the morphological pattern associated with the immunohistochemical study showed a chronic peri-capsular inflammatory process consisting of macrophages and b lymphocytes (cd20 positive) and t lymphocytes (cd3 positive). There were no positive cells for cd30 and alk protein. This morphological pattern is compatible with a chronic, non-specific inflammatory process with an absence of neoplastic cells." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Explanting physician: dr. (B)(6). Phone: (B)(6). Email: (B)(6).